Event description:
The manufacturer received information alleging a trilogy ev300 device failed final test, active exhalation (aecm section). There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy ev300 device has been returned to a manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.